Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 408 mg/dl at the time of the incident. The customer¿s other relevant blood glucose level was 400 mg/dl. The customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was not suspended due to sensor glucose values. Troubleshooting was performed and the insulin pump will not be returned for analysis.